Manufacturer narrative:
Exemption number e2014039 - (B)(4). Event date (of revision surgery) is approximate. Additional device information: model # mc1005t, lot 473595, expiration date 02/01/2016; model # mc1005t, lot 485226, expiration date 07/01/2016. Review of the information in the european spine journal online publication article on (B)(6) 2016 titled "vertebral body fracture after anterior cervical discectomy and fusion with zero-profiel anchored cages in adjacent levels: a cautionary tale", the author sites a patient implanted with roi-c cages at levels c3-c5 due to a large disc herniation at c3/4 with severe spinal stenosis, and disc protrusion causing moderate spinal stenosis at c4/5, as observed on MRI images. The article states that post operative x-rays demonstrated good positioning of the roi-c implanted cages and significant pain improvement for the patient, as well as improved associated neurological symptoms. One month post op, it is reported, the patient presented to the emergency department with new complaints of neck pain. The article states that x-rays revealed a fracture and avulsion of an anterior portion of the c4 vertebral body. There was also a slight displacement of the c4 vertebral body with some loss of lordosis in comparison to previous films. The article states a revision surgery was performed to add posterior instrumentation (screws and rod construct) from c3-c5 due to the vertebral body fracture as well as the retropulsion of the c4 vertebral body and the loss of cervical lordosis. The patient was pain-free and resumed regular physical activity at 14 months post revision surgery. Review of the radiographic images presented in the article confirm the pre-surgical diagnosis of disc herniation and spinal stenosis. However, these images reveal a slight posterior displacement of c4 and loss of lordosis, similar to the posterior displacement presented in the images at the 1 month emergency room visit that indicate the anterior vertebral fracture. There are no immediate post op images to compare to the pre-surgery images or 1 month post op images. Peer review of the images presented in the article by a consulting surgeon, also notices the retrolisthesis of c4 on c5 (in both pre-surgery images as well as the 1 month post op images) with maybe some instability at this level. The surgeon noted that it is difficult to not take this adverse effect into account when performing multi-level fusion with the convergent anchoring technique, particularly when the in-between vertebral body is somehow dysmorphic (which seems to be the case with this patient, that c4 is also a bit small). Also, one cannot exclude the subsidence of the cage (disc space at c4 has collapsed), because of whatever technical failure, as the very first step of this fracture. Review of the inspection records for the implanted cages and anchor plates show the devices compliant. Requests for additional information from the article authors did not receive a response.

Event description:
An article in the (B)(6) 2016 online edition of the european spine journal indicated a patient experienced a vertebral body fracture approximately 1 month after a two level roi-c fusion surgery. A revision surgery occurred to provide posterior fixation.